Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Device 2 of 2 reference MFR. Report: 8010047-2020 -06492. It was reported that during a hysterectomy, the jaw of the device broke. This device did not remain inside the patient. Although requested, additional information has not been provided at this time.

Manufacturer narrative:
This is a supplemental report to provide additional information received from the user facility. The following sections of this form have been updated. The device will not be returned to olympus for evaluation.

Event description:
The user facility further reported that there were no other devices involved in the event. The procedure was completed with no delay and with the same device, same lot (just opened two more) was used to complete the procedure. The device failed in the middle of the procedure. The patient is stable. The device was inspected prior to the procedure, there were no defects noted. The device malfunctioned during the procedure two times, same lot #.